Event description:
(B)(4). Initial report for this spontaneous case was received from a physician's assistant on (B)(6) 2007: a (B)(6) female patient initiated treatment with injectable poly-l-lactic acid (sculptra) on (B)(6) 2007, for the indication of wrinkle removal. Immediately after the injections, the patient developed pea-sized papule formation under her eyes. The event was reported as ongoing at the time of this report. No further medical information was reported. Additional information for sculptra from product technical complaint report case ID (B)(4) dated (B)(6) 2007, received by (B)(6) on (B)(6) 2007: because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Additional information was received from a physician assistant on (B)(6) 2007. The reporter stated this (B)(6) female received 2 doses of poly-l-lactic-acid (sculptra) reconstituted with 4 ml of sterile water and 2 ml of lidocaine once on (B)(6) 2007 and once again on (B)(6) 2007 for wrinkle removal at the lateral and infra orbitally and throughout the cheek. The volume of .05 cc was injected below the muscle in the orbital regions (depot) and the remaining amount was administered in .1 cc increments throughout the cheek - threaded. A one centimeter nodule across the zygoma bilaterally was immediately felt after the injection site. Onset date (B)(6) 2007. The patient massaged for five minutes, five times a day for five days. The lumps never resolved. No biopsy was performed. The reporter suspects that the events were possibly related to the product. Concomitant medications included: minocycline and tretinoin (retin a .04%). Medical history includes acne. No further relevant information reported.